Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Instrument has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was damaged and needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the straight suction had a hard time verifying, but was tested and would verify when registered. The site planned to continue to use the straight suction.

Manufacturer narrative:
Additional information: the straight suction was returned to the manufacturer for analysis. Analysis found that the suction was not able to verify when attached to a known good tracker returning a divot error of 2.8 mm to 3.2 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.